Event description:
It was reported that this pacemaker alerted for an atrial arrhythmia burden (aab). The stored electrogram (egm) showed atrial tachy response (atr) with occasional undersensing observed. Review of atrial sensitivity settings was recommended. Lead measurements are stable and battery longevity is normal. At this time, the device remains in-service. No adverse patient effects were reported.